Event description:
It was reported that the customer received no delivery alarms on the insulin pump. A second bolus was delivered, due to the no delivery alarm. Customer's blood glucose was 310 mg/dl. While checking bolus history, it was discovered that the previous bolus was almost fully delivered and that the customer had delivered a second bolus. It was advised that it would be a good idea to call the doctor. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.